Event description:
Customer reported that she has had difficulty filling the tubing and has found a lot of small air bubbles in the reservoir. Customer stated that once he rewound the insulin pump with the reservoir in place. Customer stated that gets foam in the reservoir when she tips it over after filling the reservoir. Customer has to start over because there are too many bubbles in it. Customer tried to fill the tubing and got a no delivery alarm. Customer waits 30 minutes after she takes it out of the refrigerator. Blood glucose value was 102 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.